Event description:
During a clinic follow-up, episodes of myopotential oversensing and undersensing were observed on the right ventricular (rv) lead. Provocative testing was performed and the oversensing was able to be reproduced. Additionally, diagnostic imaging was performed and a lack of lead slack was observed on the rv lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.